Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify unresponsive button and battery out limit alarm due to blank display. The device was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 193 mg/dl. Troubleshooting was performed. The device was returned for analysis.